Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the fluoro image was pitch-black after a system start-up. This resulted in a loss of the live image. There is no report of patient injury associated with this event.